Manufacturer narrative:
E1: patient city - (B)(6). Patient country - canada.

Event description:
Reference number (B)(4). Event occurred in canada it was reported that the patient faced hyperglycemia due to insulin flow blocked on (B)(6) 2026. The blood glucose level was 13.5 mmol/l and the patient was treated with bolus. No further information available.